Event description:
It was reported that there was a perforation and a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device did not meet release criteria. The physician fully recaptured the closure device and removed it from the patient. Two other wds were attempted to be used to complete the procedure, but were unsuccessful. The physician used a fourth wds and deployed the closure device in the laa of the patient. During this last deployment the closure device perforated through the back of the laa. The perforation immediately resulted in a pericardial effusion. The physician performed a pericardial tap to help treat the effusion. The patient was brought to the operating room for open heart surgery where the perforation was repaired and the laa of the patient was clipped. The patient made a full recovery from this event and has been discharged from the hospital.